Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd 9 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿np needle breaks off¿ with the incident lot was not observed as all samples met the required specifications. Each sample was threaded into bd single use holders with six tubes per needle. No hub collar separation or other defects were observed. The manufacturing records were reviewed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the non-patient end of 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter cracked off when the tube was inserted into one use holder and blood splatter occurred. No blood exposure to mucous membrane. No medical intervention or injury reported.